Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. (B)(6). The manufacturing location is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the reverse locking mechanism was blocked on the compact air drive device. During the pre-repair diagnostics assessment, it was determined that the reverse locking mechanism was blocked. It was further determined that the device failed for check status of development, general condition, check air hose coupling, check function of soft mode switch (safety system), check for untrue running and for check the power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.